Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia. The patient was not wearing the infusion device prior to the hospitalization due to an operational issue and error messages. At an unknown time, the patient received a blood glucose result of 30 mmol/l on his aviva insight meter. Approximately 15 minutes later, the patient received a result of 36 mmol/l on the hospital's meter. The patient was admitted to the hospital at 11:00pm and was treated with insulin injections. The patient was released from the hospital the following morning at 7:00am. The infusion device was requested to be returned for product evaluation.